Event description:
The customer reported that this device would not stay in the sync mode during attempted synchronized cardioversion. As a result of delivery of unsynchronized defibrillation, the patient experienced ventricular fibrillation.

Manufacturer narrative:
The event file was extracted from the device and forwarded to philips for review. The event file confirmed that the user had not selected sync mode before attempting to cardiovert the patient. Whether the device is in sync mode is clearly displayed on the device itself and on any printed strips. In addition, sync markers are displayed above the qrs complexes while in the sync mode to indicate to the user when the device would deliver a synchronized cardioversion shock. These features, as well as how to enable and disable the sync mode are fully described in the device labeling. The available information, including testing of the unit at the customer's site, is consistent with the user shocking atrial fibrillation without synchronization instead of performing a synchronized cardioversion. There was no residual adverse impact to the involved patient. The fully functional device remains in use at the customer site.